Event description:
Customer reported that the indicated battery charge on the pump decreased rapidly over a short period. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer continued using the current pump to ensure uninterrupted insulin delivery and was instructed to return the problematic pump using a prepaid label within 10 days.